Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. It was also noted that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately eight months ago.

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. It was also noted that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure.